Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse reported that there was an air leak causing excess bubbles at the rbc dispenser. The fse replaced the dispenser performed a system restart; resolving the air bubbles and rbc issues. The fse reported on (B)(4) 2013 that the fluid leak had preceded the air leak at the dispenser and that this was as a result of the same malfunction. Failure mode is related to air bubbles in the rbc diluent dispenser (pm2). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting that there was a fluid leak of a few milliliters coming from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. Erroneous results were generated by the instrument however the results were no reported outside of the laboratory. The customer also reported that she observed air bubbles at the rbc dispenser during sample aspiration which prompted her to repeat patient complete blood count (cbc) results. The operator observed fluctuations in the red blood cell (rbc) parameters for patient results. The operator stated that the affected samples were rerun on another instrument and the rerun results were considered correct. The customer did not provide any patient data in regards to this event. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention.